Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set's tubing leaked during the treatment. The tubing came apart during administration at the mechanical connections. The patient was utilizing total parenteral nutrition (tpn) which leaked into his bed. The tubing was replaced and there was no patient injury.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.